Event description:
The customer reported that this was a new device. The doctor opened it and found that the handle was broken. Upon return for investigation, the device was received with the knife blade exposed and the weld split apart.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the weld separated at the nose off the instrument. The cut return spring was not returned with the instrument and knife was exposed. The customer reported that the handle was broken. The reported condition was confirmed. Inspection found the weld split at the nose and the body was cracked in half near the trigger pin. The knife would not function with the body cracked. The device was disassembled and visual inspection found that the spring was not present and the trigger pin dislodged from the trigger pin locating hole. The spring and pin must be placed properly into position in the instrument body prior to welding the halves together. The investigation identified the root cause of the reported event to be attributed to misassembly. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.